Manufacturer narrative:
This event was previously reported by edwards lifesciences under manufacturer report # 2015691-2016-02055. The device was returned to edwards lifesciences for evaluation and determined that the leakage occurred at the y-connector. This event occurred during preparation; therefore, there was no death or serious injury to the patient and potential for death or serious injury is remote. Typically a leakage in the y-connector would be detected during the mandatory prep and flushing prior to use in the patient (as instructed by the directions for use). If, however, this was not detected prior to insertion in the patient, it could affect the ability to inflate the balloon. The catheter would need to be removed and exchanged for a new one. This can be done over a guidewire, through the sheath, with negligible impact to the patient. In addition, the risk is low due to the fact that there is no valve on the balloon. Based on these results, this complaint is no longer considered to be a reportable event and a corrected report is being submitted.

Manufacturer narrative:
(B)(4). Investigation of this event is ongoing.

Event description:
As reported by a field clinical specialist (s3i continued access program 2), 29mm commander delivery system was opened, but upon flushing the sidearm, it was discovered that the sidearm leaked, not allowing the pusher portion of the catheter to be flushed appropriately. A second delivery system was opened and utilized for the case.